Event description:
It was reported that the procedure was to treat a de novo right peroneal artery that was 90% stenosed. A 2.0x120mm armada 18 balloon was advanced to the lesion. When inflated once, it was noted that contrast was leaking from the balloon as it had ruptured at 2 atmospheres. After withdrawing the device from the anatomy, it was troubleshooted and pressurized with the indeflator. It was noted two pinholes (holes) on the balloon. The device was removed and replaced with another 2x120mm armada 18 balloon to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: device status changed from not returning to returned. Component code 4755 was removed. Type of investigation code 4114 was removed. Investigation findings code 3221 was removed. Investigation conclusions code 4307 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational contest. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: device status changed from returning to not returned.